Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shocks received. Upon interrogation, it was noted that the patient's right atrial (ra) lead had atrial undersensing which led to inappropriate therapy. Follow up was conducted to no avail. The device and lead are still in use. No further patient complications have been reported as a result of this event.